Event description:
It was reported that while the patient was sleeping a strong sounding "trouble alarm" sound was heard from the mobile power unit (mpu). The patient was changed to 14v batteries which resolved the alarm. The patient was stable in the hospital post implant in the coronary hospital unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section e: (B)(6), address:(B)(6) phone number: (B)(6). Manufacturer's investigation conclusion: the reported event of the mobile power unit alarming was unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2023. The unit was plugged into an ac power source; however, the mpu did not power on. The issue was isolated to the power supply printed circuit board (pcb). The mpu was forwarded to product performance engineering (ppe) lab for further evaluation. In the ppe lab, the mpu was connected to ac power and the mpu did not power on. The mpu was then opened, and it was found that the transformer (t2) was electrically compromised. The transformer was unable to be replaced. No further testing was conducted. A root cause was unable to be conclusively determined through this investigation; however, the transformer becoming electrically compromised could have contributed to the reported event. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 27apr2020. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.